Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual and microscopic inspections were performed and a lack of solvent was observed on the tubing connected to the drip chamber. There was solvent residue on the outside of the drip chamber connection where tubing is inserted. There was not enough solvent to hold the tubing inside the drip chamber connection causing the tubing to separate from the chamber and leak solution out. A CAPA has been initiated to investigate this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set broke. When spiking an unknown bag of saline, the reporter stated that the set broke under the drip chamber at the tubing connection after the IV was started. The unknown saline leaked onto the nurse¿s clothing and patient¿s bedding. It was reported that the connection of the tubing and the bottom of the drip chamber was gummy/ sticky, but that it had dried out since. The gummy / stickiness was reported to not be part of the solution that had leaked. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.